Event description:
It was originally reported on (B)(6) 2014 that the healthcare provider (hcp) emailed the manufacturer representative wanting to know why the patient programmer would display an elective replacement indicator (eri) at 2.72 volts. The hcp thought it should be when it was less than 2.6 volts. The depletion rate was unknown. The hcp also reported that the implantable neurostimulator (ins) was resetting and turning itself on and off. The manufacturer representative was going to meet with the patient and later reported that the patient saw a power on reset (por) condition on (B)(6) 2014. This was the first time it had been seen and stimulation could not be adjusted. The ins was replaced and the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v553429, implanted: (B)(6) 2010, product type lead. (B)(4).